Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. The customer stated that the air conditioning went out during the night and it was very hot; when she woke up, the insulin pump was off and she found condensation inside the screen. Blood glucose value was 40 mg/dl. The insulin pump did not have physical damage and but was exposed to sweat. The customer changed the battery but the display did not return. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. The insulin pump has cracked reservoir tube lip and cracked case near the display window corners noted.